Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver functional testing was unable to be performed. The receiver download shows "reboot receiver - error recovery" without "user" shutdown followed by receiver perpetually rebooting. The complaint was confirmed for receiver initializing screen without manual restart due to "reboot receiver - error recovery" without "user" shutdown followed by receiver perpetually rebooting. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined .

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.